Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2013-28427 is being voided. Upon review of medical records, the patient did not have an ethicon product implanted. Therefore this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and coloplast-aris-transobturator sling was implanted.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.